Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted(B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a warning for a low pacing impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.